Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the led on the front panel flashes randomly due to the faulty front panel caused by water intrusion. The replacement of the connector socket, the front panel, the power supply pcb were required to return the instrument within OEM specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a printed circuit board failure. The device evaluation also found front panel switches not functioning due to a printed circuit board failure. Liquid intrusion into the equipment and corrosion was noted. A universal serial bus (usb) key was stuck in the socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, light emitting diode (led) on the front panel of the evis exera iii video system center was flashing randomly. The fault was detected by the field service engineer during the site visit. There were no reports of patient harm.